Manufacturer narrative:
Analysis of the pump revealed no anomaly. There was a motor stall recovery in the logs. It was noted that a motor stall recovery is an indication that, in the pump¿s life, there was at one time a motor stall and then recovery. Analysis found nothing significant that may have caused the motor stall. Analysis of the catheter revealed acceptable testing. The catheter was returned incompletely/in segments.

Event description:
It was reported that the patient had a loss of therapy with a sudden onset of spasticity. Pump logs were checked. The physician decided to fix the catheter. The entire catheter was replaced. The patient was also dealing with an open wound, which was over the pump incision and was draining fluid. The physician decided to do a pump replacement and make a new pump pocket. At the time of the report, the patient status was ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that a culture was taken during surgery, but the results were unknown by the reporter. The previously reported pump wound did not heal like it should have at the incision site; it never healed. It was draining fluid from the incision. The healthcare provider (hcp) never found anything wrong with the catheter. He decided to replace the whole catheter system. The reporter did not know the patient was doing.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6),explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.